Event description:
It was reported that the a leak was observed at the engagement above the drip chamber of a blood tubing set. The event occurred in adult bone marrow transplant unit (bmt). Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the a leak was observed at the engagement above the drip chamber of a blood tubing set. The event occurred in adult bone marrow transplant unit (bmt). Although requested, additional information was not provided.